Event description:
The procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 05, 2018. (B)(4). A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations.   (B)(4). The actual sample was not returned for evaluation, so a retention sample from the same product code and lot number combination was used. It was visually inspected with no anomalies noted. The retention sample was run through the ops leak test to ensure each component of the device is functioning as normal. Without a returned sample, a definitive root cause could not be determined. It is possible that the unit had been over pressurized during use, causing the unit to leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a leak was found with the ops valve. The valve was used in an aortic root vent line. There was a blood loss of 50-150 cc. Product was not changed out. It is unknown if the procedure completed successfully.